Event description:
It was reported that during a shoulder procedure using a quantum 2 controller with a wireless footswitch, the blue pedal on the wireless footswitch got stuck. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.